Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin.  Customer¿s blood glucose was 200 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.